Event description:
Clinical study same case as 6000093-2006-01582 it was reported that 332 days after a coronary artery drug-eluting stenting treatment procedure the patient had a target-vessel re-intervention (tvr). The index procedure treated two target lesions. Both lesions had "total chronic occlusion (>3mos). Predilatation of a lesion with an angioplasty balloon at 15 atms occurred; the target leison was not specified. Target lesion 1 was located in the mid right coronary (rca) artery. The physician successfully implanted a 2.75x32mm taxus express 2 drug-eluting stent (des) at 14 atms. Target lesion 2 was located in the proximal rca. The physician successfully implanted a 3.0x12mm taxus express2 des at 18 atms. The patient had a percutaneous intervention (pci) of the proximal rca 332 days post-index procedure. No further information was provided.

Manufacturer narrative:
The device has not been returned as of this report, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.